Manufacturer narrative:
The insulin pump passed displacement test, active current measurement, and selftest. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1.

Event description:
Information received by medtronic indicated that the battery of the insulin pump was not lasting and the battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.